Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator cannot boot up intermittently; when the unit can boot up, the blower doesn't work, and the unit will shutdown automatically. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) evaluated the device while onsite and confirmed the reported problem.: the fse reported the air valve was cleaned and actuated to address the reported problem. No parts were replaced.